Event description:
Information received from our affiliate. The pt had been wearing surevue contact lenses on a one week extended wear schedule. Surevue lenses are labeled for daily wear use only. The pt saw an eye care professional (ecp) in 2009 complaining of redness, increased pain, tenderness and photophobia od. The pt was diagnosed with an infectious corneal ulcer and iritis od. The ulcer was located at 10 o'clock away from the central cornea and the size of the ulcer was described as "about one third the size of pupil." The ulcer was not cultured; the ecp determined the ulcer was infectious by the clinical presentation. The pt was treated with cravit eye drops and neo-medrol ee ointment. The pt was instructed to return to the ecp the following day. The pt was seen again the next day, and the ecp noted the swelling and redness were improving. The pt was treated with gentamicin sulfate and cravit eye drops q1h and flomox tid x 3 days. The ecp stated this event was related to extended wear of the contact lens. The pt reported that the surevue lenses were worn extended wear because "it is troublesome to handle contact lenses." The ecp believes that the patient was not compliant and was not suitable for contact lens wear. No additional information is available. Neither the lens nor the lot number were available for investigation. MDR events are reviewed at quarterly management review meetings.